Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had alarmed unexpected restart and that the insulin pump would show the battery as empty even after inserting a brand new battery. The customer's blood glucose was unknown. Troubleshooting was done. The customer's insulin pump was not alarming shortly after inserting a new battery but rather during normal insulin pump use. Advised customer that the insulin pump needed to be replaced and to monitor the insulin pump until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.